Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software suspended insulin delivery unexpectedly after boluses were delivered. Tandem technical support reviewed pump data and determined the pump suspended insulin as intended based off predicted blood glucose values, however, the customer maintained the pump suspended insulin unexpectedly. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.